Event description:
After using the cement, the patient suffered unconsciousness, bradycardia and asystolia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.